Event description:
An endurant ii bifurcate stent graft was implanted in the endovascular treatment of a aaa.  It was reported that the patient presented emergently to the ER with back pain. A CT scan was performed which showed the graft had migrated a few millimeters and the neck had continued to grow causing a type ia endoleak. No rupture was noted. Intervention was performed and after the first angiogram the physician  determined that there was about 8mm of seal zone above the graft to the level of the lowest renal artery. The type ia endoleak was observed. An 32x32x49 endurant cuff was placed inside the previous placed graft to the level of the lower(right) renal artery. After implanted the endurant cuff, a reliant balloon was used. The physician the placed 10 endoanchors around the proximal portion of the cuff. After the endoanchors were placed, another angiogram was performed. There was still a slight type ia endoleak so the physician implanted 9 more endoanchors. Another angiogram showed the endoleak was resolved. The procedure was completed.  The cause of the endoleak was that continued growth of the aortic neck.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.